Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced no external power and low voltage alarms while connected to the mobile power unit (mpu). Log file analysis confirmed multiple no external power alarms caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 4 days of data ( (B)(6) 2021 per the timestamp). A no external power alarm, a low voltage hazard alarm and power cable disconnect alarms were active on (B)(6) 2021 from 8:31:40 to 8:39:12 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active; however, no response was received. Additional information provided state (B)(6) would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 22jul2020. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 IFU section 6, entitled ¿patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.